Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported events of leaking insertion tube and the insertion tube was torn (exposed wired). Additionally, the lg (light guide) tube was kinked. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus, a malfunction was identified during preparation for use on an unknown date. The videoscope had exposed wires and did not pass the leak test. No patient was involved.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the facility, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The event occurred during a cystoscopy procedure. Although the device issue was discovered during preparations for use, the same device was used to successfully complete the intended procedure. There wasn't a procedural delay or any additional issues. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to external force being applied to the benching section which damaged the inner braid. The instruction manual states: important information ¿ please read before use, warnings and cautions follow the warnings and cautions given below when handling this instrument. This information is to be supplemented by the warnings and cautions given in each chapter. Never perform angulation control, suction control or insertion/withdrawal of the endoscope¿s insertion tube without viewing the endoscopic image. Patient injury, bleeding and/or perforation can result. Never insert or withdraw the endoscope¿s insertion tube while the up/down angulation is locked. Patient injury and/or equipment damage can result.